Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 94mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. The caller also mentioned that the customer has bumped and dropped the device several times, and the top of the reservoir was chipped. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to loose drive support disk. The insulin pump had cracked display window corner.